Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013; to reposition the receiver/stimulator due to migration and pain at the site. The implanted device remains.